Event description:
The device was used during a lung procedure. Reportedly, the staples did not form properly on the patient's side and bleeding occurred. The surgeon hand sewed to complete the procedure.